Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion with their current programming settings. The crt-d delivered a total of four shocks in one ventricular fibrillation (vf) episode, and two of those shocks were unsuccessful. The patient then underwent a ventricular tachycardia (vt) ablation three days later, in which a successful defibrillation threshold (dft) test was performed with in range impedance measurements. In addition, it was mentioned that a red alert due to an observed shock impedance of zero ohms was recorded, and technical services (ts) review was requested. Ts discussed that review of the device data in latitude shows the impedances are trending normally and there are no notable faults. It was also noted that the erroneous shock impedance measurement of zero ohms was recorded on the morning of the day after the patient underwent the ablation procedure, which could indicate the measurement could have been related to electric interference as it is probable the patient was still admitted to the hospital. Ts advised to perform a patient initiated interrogation (pii) and check if the out of range measurement is repeated or not. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced non-conversion with their current programming settings. The crt-d delivered a total of four shocks in one ventricular fibrillation (vf) episode, and two of those shocks were unsuccessful. The patient then underwent a ventricular tachycardia (vt) ablation three days later, in which a successful defibrillation threshold (dft) test was performed with in range impedance measurements. In addition, it was mentioned that a red alert due to an observed shock impedance of zero ohms was recorded, and technical services (ts) review was requested. Ts discussed that review of the device data in latitude shows the impedances are trending normally and there are no notable faults. It was also noted that the erroneous shock impedance measurement of zero ohms was recorded on the morning of the day after the patient underwent the ablation procedure, which could indicate the measurement could have been related to electric interference as it is probable the patient was still admitted to the hospital. Ts advised to perform a patient initiated interrogation (pii) and check if the out of range measurement is repeated or not. The crt-d remains in service. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information and the plan going forward for the patient, however; no additional details were provided.